Manufacturer narrative:
D10: 13mm stem. 5mm adaptor tray - reverse. 38mm x 0mm liner. 38 glenosphere. Reverse glenosphere locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial rtsa (reverse total shoulder arthroplasty) on the right side. Subsequently, the patient experienced a periprosthetic fracture of the humerus with a possible infection. The representative noted that the patient has likely fallen multiple times. The surgeon revised to an hrp with no issues. They were upsized to a 42mm glenosphere and constrained liner. All the implants were intact and undamaged upon visual inspection. Patient was last known to be in stable condition following the event. No further information available.